Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left hepatectomy, on disconnected left hepatic vein, the surgeon was not able to press the green button and squeeze the handle and the device did not fire. They replaced another device to complete the case. There was no patient injury.